Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity logs found the device prompted "unit failed" in non-rescue mode only. This does not support the reported event. The device was recertified and returned to the customer. No trend is associated with reports of this type. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact.